Event description:
Duracon knee insert changed because pt has an infected knee joint. Pt had a total knee replacement at dubbo 10 years ago. No records available on that surgery. Original insert removed and replaced with a duracon cs lipped insert 19mm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.